Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that his pump would only accept specific batteries but would still drain very quickly. His blood glucose was 350 mg/dl. The customer replaced the battery on the day of the call but the pump would not turn on. During blank display troubleshooting, the customer said that the battery cap would not line up with the reservoir and the batteries were only lasting 3 days. They are using a backup pump. He was advised that a replacement battery cap would be sent to him. The display did not return. The customer received a low battery alert. Troubleshooting for low battery alert was completed. He also mentioned that last night during bolus, he received no delivery alarms. The customer was advised to check to see if his cannula was bent or kinked and it was not. He declined troubleshooting for the no delivery alarms. The insulin pump will not be returning for analysis.